Event description:
Reporting status: serious injury - required intervention. Reporting rationale: failure to cross the lesion resulted in the use of another device to seal the perforation. Device issue. Failure to cross. It was reported that the graftmaster stent would not cross the lesion; therefore, a long inflation with a regular balloon catheter was performed and the perforation was sealed. No additional event or patient information is available.